Event description:
Additional information was received reporting that the event occurred during set up. The cause of the resistance was not determined. A continuous saline flush administered and maintained as indicated in the IFU. There was no kink/damage to the stent or catheter observed after removal. Additional information was received clarifying that the catheter was not a medtronic product.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID sfr4-6-40-10 (s25cs020); implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for a middle cerebral artery aneurysm with side branch blood vessel diameter of 3mm and a 3 mm branch length. It was noted that the patient's vessel tortuosity was unknown. The time required from onset of cerebral infarction to revascularization/ revascularize was 1 hour. The access vessel was the internal carotid artery, with 5mm diameter.  It was reported that during the treatment of acute cerebral infarction, when the sfr4 stent  was inserted into the phenom 21 catheter, resistance was encountered at the proximal part of the catheter, it was unknown if the stent was properly pushed out of the sheath, so the use was discontinued. After switching to a different product, there were no issues, and the procedure was completed. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.